Event description:
It was reported that an asahi guide wire and veloute microcatheter had become stuck one another during a transcatheter arterial chemoembolization (tace) using gelatin sponge. After the gelatin sponge was injected, the guide wire was delivered via the microcatheter when the two devices became stuck. Chemoembolization was almost done so both devices were simply removed from the anatomy and the procedure was completed. The physician commented that fusing of the two devices were likely because the guide wire was used after gelatin sponge injection, the guide wire was shaped a little, and the vessel had an acute angled bend. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The meister guide wire was inserted in the veloute microcatheter when it was returned. Approximately 300mm of distal part of the guide wire was out of the catheter tip. The catheter shaft was wavily deformed. The two devices were fused and the guide wire was unable to be removed from the catheter. Microscopic observation on the guide wire found disarrangement of coils with tearing of the polymer jacket at approximately 50 and 65mm from the tip, indicating torsional stress had accumulated on the guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely caused fusing of the devices. The applied stress would accumulate and therefore make coils to get disarranged, increasing resistance between the wire surface and the catheter lumen. As attempts were made to manipulate the stuck catheter, the catheter shaft was also deformed, making the devices completely stuck to one another. It was concluded that this event was not attributed to product quality of either device. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragment of the polymer jacket of the guide wire might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: warnings: if this guide wire meets resistance or any anomaly during use, do not continue operation. If it is suspected that the guide wire is not normally operating, do not continue to operate the guide wire. While paying much attention to possible complications, carefully withdraw the whole system. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. Malfunction and adverse effects: damage.